Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: mni, mnh, kwp, kwq. This report is for unknown uss/unknown quantity/unknown lot. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
This report is being filed after the subsequent review of the following literature article: muschik t, michael, holger kimmich, and thomas demmel. "Comparison of anterior and posterior double-rod instrumentation for thoracic idiopathic scoliosis: results of 141 patients." Eur spine j 15: 1128-138. Germany in this prospective study, retrospectively data was collected. Radiological follow-up of two groups of patients, were performed, with idiopathic thoracic scoliosis (king ii, iii and IV) undergoing an operation with posterior approach (uss instrumentation (synthes), posterior group, n=104) in 1997 and 1998 or being corrected with an anterior fusion (halm-zielke instrumentation, anterior group, n=37) between 2000 and 2001. Mean age of all patients for operation was 15±years. Follow- up was performed after 4±2 years on average. In the posterior group, 16 boys and 88 girls were included. In the group of posterior spinal fusions, delayed infections (12, 13, 13, 15 and 18 months postoperatively) occurred in five patients through occurrence of fistula formation. Preoperative and intraoperative microbiological examinations did not produce any bacterial detection, but cultivation amounted to a maximum of 3 days. After complete implant removal (and new instrumentation in three patients), wounds healed without complications. A cast syndrome could be treated conservatively. In two patients, an increase in non-instrumented lumbar curvature occurred which required extension of spinal fusion caudally. This report refers to the following complications; 5 late infections; complete implant removal and new instrumentation implantation in 3 patients due to infection. Operative revision in 2 patients with lumbar decompression. Cast syndrome in one patient. This is report 1 of 4 for (B)(4). This report is for an unknown universal spine system.